Event description:
It was reported that a patient experienced a heart attack coincident with automated peritoneal dialysis (pd) therapy. The patient experienced symptoms of chest pain, feeling nauseous and cold as manifestations of the heart attack. The patient was connected to the homechoice (hc) performing pd therapy (during fill 1) when the symptoms occurred. The caregiver had called emergency service via 911 and a baxter technical service representative assisted the caregiver in properly disconnecting the patient from the hc when emergency service arrived. The patient was transferred to the hospital and admitted on the same day due to the reported symptoms. The patient was diagnosed with a heart attack (date not reported). Pd therapy was ongoing while the patient was in the hospital, but using manual supplies only. At the time of this report, the patient is currently in a critical care unit and is unresponsive. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4): the device was returned to baxter and an evaluation was completed. The event history log review revealed there were no keystrokes, programming, use related, or iipv events that would cause or contribute to the reported problem. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet electrical performance specification requirements per rite testing; however, failed the functional testing. The functional rite failure (referenced in cmplnt-001991639) would not have caused or contributed to the reported difficulty. A short simulated therapy was successfully performed. The sample analysis revealed no non-conforming product that could have caused or contributed to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.